Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the revel ventilator was delivering higher tidal volumes than what was set. The customer stated that the ventilator was set to deliver 500 mls but was delivering between 1500-2500. The customer confirmed that there was no patient involvement associated with the reported issue.